Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure and the explanted device was discarded per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020. D6b: explant date: (B)(6).